Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead impedance had been stable at 400 ohms, until (B)(6) 2010 when it increased to greater than 2000 ohms. It was noted that prior to the increase in impedance, the patient had a mammogram which squeezed the pacemaker, as well as a mastectomy on the pacemaker side.